Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider device in a patient with cto (chronic total occlusion 100%) in a severely calcified lesion in the sfa. The lesion was reported to have little tortuosity. The retrieval system is reported to have broken in half during removal of spider filter. The product is reported to have broken at the monorail exit point leaving the blue end in the patient over the wire and the green end came out of body. The entire filter and broken segment were dragged out of body damaging the everflex stent struts. This caused the procedure to be extended by a further hour. A large haemorrhage bleed occurred at the access site. The lesion was pre-dilated and the IFU was followed during preparation, procedure and post procedure. There was no resistance encountered when advancing the device and no excessive force used. The patient was brought back the next day and successfully treated with angioplasty and an everflex entrust stent was placed inside the deformed stent. The physician was happy with the end result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.